Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
Three add'l devices of the catalog # t72-3-0308m were also reported with the following lot#: pp19, pp25 & pp30-21. Device manufacture dates for lot#s pp19: (B)(4) 2000, pp25: (B)(4) 2000, pp30-21: (B)(4) 2000. A supplemental report will be submitted upon completion of the investigation. (B)(4).